Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was that the procedure was to treat a lesion in an unspecified artery. The 3.5x20mm trek balloon dilatation catheter (bdc) was used in a procedure and the balloon was noted to have an issue re-wrapping; however, the balloon eventually able to be deflated. The bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported deflation problem and failure to fold was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilation catheter had issues during deflation and refolding. Analysis of the returned balloon noted stretching of the inner member, outer member, and guide wire exit notch. This type of damage is consistent with manipulation against resistance and could impact the flow of saline mixture through the device. It is likely that the balloon dilation catheter (bdc) sustained damage during the procedure which impacted its ability to deflate and refold. There is no indication of a product quality issue with respect to manufacture, design, or labeling.